Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, patient was hospitalized for the event. On an unreported date, the patient started treatment for the peritonitis with fortum injection (one gram twice a day) intraperitoneally (ip) and meropenem injection (one gram, three times a day) intravenously (IV). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on the same day as this additional information was received, the patient experienced recurrent peritonitis. The cause of the recurrent peritonitis was unknown. On the same day as the onset of the recurrent peritonitis, the patient was hospitalized for the event. On unreported date(s), the patient was treated with fortum injection 1 gram twice a day intraperitoneally (duration not reported) and meropenem injection 1 gram three times a day intravenously (duration not reported) for the recurrent peritonitis event. Dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the recurrent peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.